Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. Balloon was loosely folded. Microscopic examination revealed a pinhole at 13mm from the tip of the device, near the distal of the proximal markerband. Markerbands had no apparent irregularities or damage. Microscopic inspection found no irregularities or damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending (lad) artery. A 8mm x 3.00mm nc quantum apex balloon catheter was advanced to dilate the target lesion. However, upon inflation for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending (lad) artery. A 8mm x 3.00mm nc quantum apex balloon catheter was advanced to dilate the target lesion. However, upon inflation for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.